Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation. The zilbs-635-10-8 device of lot number c1758890 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 10 december 2021. On evaluation of the device there was a kink approx. 42cm from distal end of handle. Separation was observed on the clear section of the outer sheath approx. 29.5cm from distal tip. The device flushed as expected. The 0.035 wire guide size could not pass because of the kink on the outer sheath. Document review prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-10-8 of lot number did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1758890. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to kinking of the outer sheath as the device was advanced through the patient¿s anatomy. It is known that the patient had cancer of the biliary duct. It is stated that resistance was encountered whilst advancing the wire guide, stent, and introducer through the obstructed area. Tortuous anatomy can cause and/or contribute to resistance during deployment, this could have caused the kink to form. The kink observed could have contributed to the separation. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # - (B)(6) investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the device evaluated on 10-dec-21: "outer sheath kinked. Clear section of outer sheath separated from distal tip."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: k163018.

Event description:
User advanced the delivery system through wire guide to desired position while found out the stent cannot be released. User retracted the delivery system from patient and found out the 30cm from device tip broken. User changed to another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." What is the reorder number of the wire guide used with this device? Metii-35-480 if not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes had dilation of the obstructed area been performed prior to this occurrence? Yes. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. Please describe the location in the body where the stent was to be placed. Common bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? Yes. Was resistance encountered when advancing the stent and introducer through the obstructed area? Yes. Was the introducer advanced through the side of a previously placed stent? No. Please estimate amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? No.